Manufacturer narrative:
Tw ID# (B)(4). The device has not yet been returned to maquet cardiac surgery for evaluation. We are following up with the customer for the return of the device. A supplemental report will be submitted if the device is received.

Event description:
The hospital reported that during a coronary artery bypass procedure, hst iii system (4.3mm) white plunger was pushed and pulled out to deploy hsk3043 inside the aorta, but the proximal seal was not deployed and remained inside the device. No peeling/cracking was observed. The seal did not pull out of the delivery sheath, so I was unable to adjust it, and a new device was sent out. Bleeding was controlled because they immediately held it with their left hand. A new device was inserted and the operation was completed without any problems, and there were no effects on the patient. No delay.

Event description:
N/a.

Manufacturer narrative:
Trackwise#: (B)(4). Updated sections: b4, d9, g3, g6, h2, h3, h6, h10. The device was returned to the factory for evaluation on 05/14/2024. An investigation was conducted on 05/15/2024. A visual inspection was conducted. Signs of clinical use and no evidence of blood were observed, however the device and packaging were returned wet and showed signs of being rinsed off. The delivery device was returned outside the loading device. The blue slide lock was observed to be off and the white plunger was depressed. The seal was observed to be fully deployed with the tension spring assembly inside the delivery tube. There were no cracks or delamination observed on the seal. Measurements of the delivery device were taken; the inner diameter was measured at 0.195 inches, the outer diameter was measured at 0.216 inches. The length of the delivery tube was measured at 2.51 inches (mcv00004217). The measurement values recorded for the delivery tube were within the tolerance specifications. Based on the returned condition of the device and evaluation results, the reported failure "activation problem" was not confirmed. The lot # 3000364275 history record review was completed. There were no ncmrs, rework, or deviations documented for the reported lot number. Based on the DHR/lhr review results, it was determined that there is no relation between the batch manufacturing process and the reported failure.